Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation and she was getting a stabbing sensation in the pocket which had been occurring since about (B)(6). The patient was doing physical therapy/bicycle when this first occurred. The patient was woken up the night prior to the report which prompted them to call their healthcare provider (hcp) who then contacted the manufacturer¿s representative (rep). The rep. Was unsure if this occurred when stimulation was off. The rep. Later reported that with stimulation on impedances were checked and were within normal limits. During impedance testing the patient was not complaining of the stabbing sensation. The patient was only programmed with 8-15 lead. With stimulation on and palpating the ins pocket site, the patient reported a stabbing sensation mid-battery, but not where the leads connected to the header block. The patient was reprogrammed using 0-7 lead only, with stimulation on and palpating the ins pocket site the patient also reported the stabbing sensation at the mid-battery location. With stimulation off, the patient was not reporting the stabbing sensation but more of a dull ache mid-battery. The patient¿s device was implanted on the right buttock. When the patient would sit with stimulation off she had to lean towards her left cheek. If she leaned toward her ins implant or laid on it she would feel a dull ache all the time especially during the night when she was sleeping. But if stimulation was on she would feel a stabbing sensation. An x-ray had been done but no result had been heard. It was noted the ins pocket looked well healed and the surface of the ins could be felt and there were no lead wires on the top of the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer¿s representative (rep) saw the patient on (B)(6). The rep. Evaluated the patient¿s pocket site to determine if she may have a fluid short. The patient reported having a burning sensation whether the stimulation was on or off while palpating over the battery. The physician received this information from the rep. And then evaluated the patient as well. It did not appear to be a fluid short. The physician informed the patient he would be willing to move her battery if she was not able to tolerate the intermittent stabbing sensation. The stabbing sensation occurred only when she would sit or lie on the battery a certain way. An x-ray was done which was negative. The patient was receiving great therapy and was instructed to contact the rep. If any additional assistance was needed.

Manufacturer narrative:
(B)(4).